Event description:
It was reported that the patient was difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure, was doing well postoperatively and the explanted device was disposed by the facility.